Event description:
The rptr did back to back blood glucose tests, within five minutes, using different fingersticks, and got results of 201 and 154 mg/dl. Rptr did not have any symptoms. No control solution was available for testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8